Event description:
Customer stated that the meter has been sitting a while and it is "dead". The customer has not used the meter for the last year. The customer was instructed to replace the batteries and call back if they have any additional questions. The customer replaced the batteries and called back stating that sometimes the meter is missing segments. A review of the system was conducted over the phone. The review indicated that the 100s position was missing from the display. Customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with any future questions/concerns.